Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that there was foam inside the reservoir. Air in the form of foam were had in the blood in the reservoir. It was detected during patient use. The decision to change the oxygenator was not made since the surgery was of a short time and the patient would be more compromised with a change of oxygenator. No harm to any person has been reported. The product is not available for investigation. Therefore, investigation in the laboratory of manufacturer could not be performed. However, the images provided by customer in regards to this complaint, show the foam and the air bubbles in the reservoir. The production history records (DHR) of the affected vkmo 71000 with lot#92303865 was reviewed. According to the DHR results, the product vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The complaint was shared with medical affairs team for a medical assessment. According to the assessment: the customer complaint and associated images were received and analyzed. The image provided by customer shows the blood shunt connection to the non-filtered port can be seen. The image shows a splash pattern on the reservoir side wall consistent with high flow entering the upper portion of the reservoir lid. Blood flowing into and onto the surface of blood in the reservoir will be aerated, thereby, creating foam at the point of contact. Significant foam will be generated as demonstrated in the images. The foam generated has the potential to overwhelm the air handling capacity of the reservoir particularly at low reservoir volumes. The vhk 70000 and vhk 71000 reservoirs have a single non-filtered port that bypasses the defoamer. The non-filtered luer port is intended for pressure monitoring of the reservoir for vacuum assisted venous drainage. Blood flow through this non-filtered port (labelled as item 11 in IFU (instruction for use) (description), bypasses the defoamer and will result in considerable turbulence and foam generation in the reservoir. Based on the review of the images provided the probable root cause for the observed foam in the reservoir is associated with a blood shunt connected to the non-filtered port of the vhk reservoir. The conclusion is consistent with a use error based on a review of standard practice with the vhk reservoir. Connection of shunt lines, including blood shunt lines to the non-filtered port of the vhk reservoir should therefore avoided. Multiple optional filtered ports are available on the vhk reservoir and are identified in IFU. In order to address this user error risk, an evaluation request (dms#3174651-rer-22-01-25-ma-1517 ¿vhk 70000/71000 all variants ¿ use error defoamer) has been initiated. It was decided to update the prac (product risk file) and IFU with warning about connecting blood shunt line and using non-filtered port (dms#3181431-red-rer-22-01-25-ma-1517-vhk_70000_71000_all_variants_¿_use_error_defoamer). The investigation concludes that there is no product problem but a user error due to ,nadequate labelling and/or IFU. Per standard operation procedure "health hazard evaluation"(hhe), a previously unidentified hazard triggers hhe. Therefore, the issue has been escalated to hhe. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that there was foam inside the reservoir. Air in the form of foam were had in the blood in the reservoir. It was detected during patient use. The decision to change the oxygenator was not made since the surgery was of a short time and the patient would be more compromised with a change of oxygenator. No harm to any person has been reported. The product is not available for investigation. Therefore, investigation in the laboratory of manufacturer could not be performed. However, the images provided by customer in regards to this complaint, show the foam and the air bubbles in the reservoir. The production history records (DHR) of the affected vkmo 71000 with lot#92303865 was reviewed. According to the DHR results, the product vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The complaint was shared with medical affairs team for a medical assessment. According to the assessment: the customer complaint and associated images were received and analyzed. The image provided by customer shows the blood shunt connection to the non-filtered port can be seen. The image shows a splash pattern on the reservoir side wall consistent with high flow entering the upper portion of the reservoir lid. Blood flowing into and onto the surface of blood in the reservoir will be aerated, thereby, creating foam at the point of contact. Significant foam will be generated as demonstrated in the images. The foam generated has the potential to overwhelm the air handling capacity of the reservoir particularly at low reservoir volumes. The vhk 70000 and vhk 71000 reservoirs have a single non-filtered port that bypasses the defoamer. The non-filtered luer port is intended for pressure monitoring of the reservoir for vacuum assisted venous drainage. Blood flow through this non-filtered port (labelled as item 11 in IFU (instruction for use) (description), bypasses the defoamer and will result in considerable turbulence and foam generation in the reservoir. Based on the review of the images provided the probable root cause for the observed foam in the reservoir is associated with a blood shunt connected to the non-filtered port of the vhk reservoir. The conclusion is consistent with a use error based on a review of standard practice with the vhk reservoir. Connection of shunt lines, including blood shunt lines to the non-filtered port of the vhk reservoir should therefore avoided. Multiple optional filtered ports are available on the vhk reservoir and are identified in IFU. In order to address this user error risk, an evaluation request (dms#3174651-rer-22-01-25-ma-1517 ¿vhk 70000/71000 all variants ¿ use error defoamer) has been initiated. It was decided to update the prac (product risk file) and IFU with warning about connecting blood shunt line and using non-filtered port (dms#3181431-red-rer-22-01-25-ma-1517-vhk_70000_71000_all_variants_¿_use_error_defoamer). The conclusion is not yet available. A follow up report will be submitted upon further information becomes available.

Event description:
Complaint #(B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that there was foam inside the reservoir. Air in the form of foam were had in the blood in the reservoir. It was detected during patient use. The decision to change the oxygenator was not made since the surgery was of a short time and the patient would be more compromised with a change of oxygenator. No harm to any person has been reported. The product is not available for investigation. Therefore, investigation in the laboratory of manufacturer could not be performed. However, the images provided by customer in regards to this complaint, show the foam and the air bubbles in the reservoir. The production history records (DHR) of the affected vkmo 71000 with lot#92303865 was reviewed. According to the DHR results, the product vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The complaint was shared with medical affairs team for a medical assessment. According to the assessment: the customer complaint and associated images were received and analyzed. The image provided by customer shows the blood shunt connection to the non-filtered port can be seen. The image shows a splash pattern on the reservoir side wall consistent with high flow entering the upper portion of the reservoir lid. Blood flowing into and onto the surface of blood in the reservoir will be aerated, thereby, creating foam at the point of contact. Significant foam will be generated as demonstrated in the images. The foam generated has the potential to overwhelm the air handling capacity of the reservoir particularly at low reservoir volumes. The vhk 70000 and vhk 71000 reservoirs have a single non-filtered port that bypasses the defoamer. The non-filtered luer port is intended for pressure monitoring of the reservoir for vacuum assisted venous drainage. Blood flow through this non-filtered port (labelled as item 11 in IFU (instruction for use) (description), bypasses the defoamer and will result in considerable turbulence and foam generation in the reservoir. Based on the review of the images provided the probable root cause for the observed foam in the reservoir is associated with a blood shunt connected to the non-filtered port of the vhk reservoir. The conclusion is consistent with a use error based on a review of standard practice with the vhk reservoir. Connection of shunt lines, including blood shunt lines to the non-filtered port of the vhk reservoir should therefore avoided. Multiple optional filtered ports are available on the vhk reservoir and are identified in IFU. In order to address this user error risk, an evaluation request (dms#3174651-rer-22-01-25-ma-1517 ¿vhk 70000/71000 all variants ¿ use error defoamer) has been initiated. The investigation concludes that there is no product problem but a user error. Per standard operation procedure "health hazard evaluation"(hhe), a previously unidentified hazard triggers hhe. Therefore, the issue has been escalated to hhe. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
The complaint was received from (B)(6). It was reported that there was foam inside the reservoir. Air in the form of foam were had in the blood in the reservoir. It was detected during patient use. The decision to change the oxygenator was not made since the surgery was of a short time and the patient would be more compromised with a change of oxygenator. No actual harm or death was reported. Complaint #(B)(4).